Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at approximately 600 mcg/day) via an implantable infusion pump. The indication for use was stroke and intractable spasticity. It was reported that the patient was in the hospital for unrelated issues and when the pump was interrogate a motor stall was seen to have occurred 87 hours ago on (B)(6) 2018. It was noted that there was no trauma over the pump area and no electromagnetic imaging/magnetic sources were present. The caller stated that the patient was currently at home and a device manufacturer representative and the managing hcp would be contacted. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-02-20 09:53:24 cst pli# 10 product ID# (B)(4); analysis of the pump: identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump was replaced due to the motor stall and possible premature end of service. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. It was reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.